Event description:
Customer reports injector j-bow fell (separated) from the suspension. The technologist preparing for procedure caught the injector. No reported injury

Manufacturer narrative:
Field service engineer found a broken collar on a third party suspension spring arm. This was not a suspension arm supplied by lf. The arm had been installed by facility. The fse replaced the suspension arm with a mavig arm. The fse verified operation of suspension system and returned the unit to service.